Event description:
Customer reported on a bravo ph capsule that failed to detach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal.